Event description:
It was reported that the customer was hospitalized for ketones, nausea, and high blood glucose of 628mg/dl. It was also reported that the customer received excessive no delivery alarms. It was stated that the customer was experiencing unexplained high glucose level for the past three weeks. The customer was treated with insulin drip. Troubleshooting was performed. The programming in the insulin pump was correct. It was stated that the insulin pump was off by more than one hour at time of his admission. Ran a fixed prime and high pressure test and the insulin pump passed the tests. It was stated that the customer does notice bent cannulas, but very rarely. It was also stated that the insulin pump was making a loud sound when it vibrates. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.